Event description:
It was reported that the customer had high blood glucose levels of 324 mg/dl. The customer treated by using the manual plunger to infuse insulin. The customer reported multiple no delivery alarms from the insulin pump while trying to bolus. Troubleshooting was done. The customer reported a crimped cannula on the infusion set. The customer was advised that the no delivery alarm may have been due to the crimped cannula. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)